Manufacturer narrative:
This medwatch is for inform system 1.

Event description:
Caller reported the inform system gave a blood glucose result of 230 mg/dl at 0357, the patient was symptomatic of hypoglycemia, hospital staff gave 2 units of novolog insulin based upon result. At 0441, inform system gave a result of 91 mg/dl, lab sample drawn, patient still symptomatic of hypoglycemia. Lab result was 19 mg/dl, patient treated with d50. At 0540 results on inform system 1 and inform system 2 were hi, the facility's meters are configured to give "hi" result for values greater than 500 mg/dl, lab result drawn at the same time was 139 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.